Manufacturer narrative:
The implants were inspected with and without magnification. The three components were received assembled; the laser lines were properly aligned. The neck was properly attached to the stem. The stem diameter was within specification. Additional mdrs associated with this event: 3025141-2017-00270: neck; 3025141-2017-00271: head.

Event description:
An arh slide-loc radial head replacement implant was explanted due to the stem being loose in the canal.